Event description:
It was reported that while putting away instruments after surgery I realized the tip of the 4.5 tap was broken off.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the visual inspection implicates the tap fractured by torsional overload. The manufacturing records for the lot were reviewed and there were no anomalies identified in the manufacturing process. Conclusion: the most likely contributors to the reported issue include excessive application of torque and the manner in which the tap was used.

Event description:
It was reported that while putting away instruments after surgery, I realized the tip of the 4.5 tap was broken off.